Event description:
During plasmaphoresis with cobe spectra machine - after 30 minutes treatment encountered - "failure 32 config memory lost - a record #". Unable to rinseback blood from centrifuge most lines - returned blood warmer tubing (50ml). Estimated blood loss 235 ml. Receiving plasma exchange daily since 2008. This was treatment #9. Plasmaphoresis in: 2008, for eight consecutive days. Diagnosis for use: thrombocytopenic thrombotic purpura. Event abated after use stopped or dose reduced: yes.